Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: material # 301027 lot #5275005. Verbatim: complaint via email. Email(s) attached "customer called said she opened one of the kits and the syringes had a pink substance in it. " mfg. Sku number: 301027 investigated component lot number: 5275005. Noted before use.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 5275005 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.